Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer bled continually during sensor insertion. It was also reported that customer was on blood thinner. Customer's blood glucose was 461 mg/dl which was treated with insulin pump. Customer was advised to change sensor due to blood being on connector. Customer was advised that sensor would be replaced and to call back when issue was occurring.